Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2025. It was reported that the problem of the device was unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and during visual inspection, it was observed that the teeth were damaged and the bands were overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force. This caused the teeth to get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Additionally, it was observed that the bands were overlapped. This failure mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly, also getting them overlapped. Additionally, it is possible that the band was tried to be released from the suture, and the damage on the teeth affected the band deployment. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2025. It was reported that the problem of the device was unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.